Manufacturer narrative:
Device evaluation: the device related to the reported events deflation/crease folding of implant was received on dec 03, 2024. With lot number 3543494. Based on the product analysis performed, the assessments of the complaint codes are: deflation: observed opening assessed as fold flaw opening. Crease folding of implant: observed. As per the investigation procedure, crease/wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported deflation. This record is for the left side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation

Event description:
Healthcare professional reported deflation. This record is for the left side. Device remains implanted.